Manufacturer narrative:
Sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option elite vena cava filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center in (B)(6). The complaint alleges there was filter thrombosis post implant, tilt, fracture, perforation, multiple retrieval surgeries, filter pieces remain in place, and one strut in contact with l3 vertebral body, resulting in periosteal reaction. The filter was not retrieved despite two failed retrieval attempts on (B)(6) 2016 by dr.(B)(6) at (B)(6) medical center in (B)(6) and on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital in (B)(6). Argon¿s attorneys are attempting to gather additional information.